Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed for damage and noticed there was a crack at the top of the reservoir compartment. Advised to discontinue use of the insulin pump and revert to a back-up plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.